Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cutting wire was not facing in the desired direction due to the bending of the tube or the cutting wire. This likely caused the cutting wire to cut the tissue in an unintended direction. As a result, it was possible that the patient developed a micro perforation. It can be inferred that a force was applied to the distal end of the product during device handling which likely caused the tube or the cutting wire to bend. A relationship between the device and the reported harm cannot be ruled out. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a chord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. Do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. Do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold the slider firmly. Otherwise, the distal end of the insertion portion may bend and could extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope or instrument. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. Do not advance or extend the instrument abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during use of the single use 3-lumen sphinctertome v the patient developed a micro perforation in the ampulla of vater/common bile duct. It was also stated that the unit was bent. The patient was undergoing the procedure due to stones within her common bile duct and common hepatic duct; this procedure was needed prior to laparoscopic cholecystectomy. The patient required a stent for the microperforation and also a prolonged hospital stay of 11 days post procedurally. The procedure was completed with use of another device. Additionally, the patient will need to return in 6-8 weeks for another ercp stent removal procedure. This event involved two devices, one for a bent unit and one for a split unit. Patient identifier (B)(6) is for the report of a bent unit. Patient identifier (B)(6) is for the report of a split unit.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This event has been reported by the importer on MDR# 2429304 - 2022 - 00179.